Event description:
Reportedly, during testing, the ventilator screen could not be unlocked and the touch screen was unresponsive. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).